Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device pm would skip spring test. No patient involvement.

Event description:
It was reported that the device pm would skip spring test. No patient involvement.

Manufacturer narrative:
Correction: further review has determined that this file is no longer reportable. The complaint does not constitute a reportable event.

Event description:
It was reported that the device pm would skip spring test. No patient involvement.

Manufacturer narrative:
A review of the complaint was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 23feb2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced carriage block assembly, front cover, rear case and left/ right iui's. A review of the device history record showed the device had a manufacture date of 02/23/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA 1604765 syr rear case. CAPA ca-2018-0161 iui conn issues.

Event description:
It was reported that the device pm would skip spring test. No patient involvement.